Manufacturer narrative:
The reported complaint of the autopulse platform (serial #(B)(4)) shuts down randomly was confirmed during the run_in test and in the archive data. Based on the archive data review, the autopulse shut off multiple times during compression. The root cause of the power issue was due to a power distribution board, likely attributed to the device's aging. The autopulse platform was manufactured in september 2012 and is 9 years old, well past the expected service life of 5 years. There was no physical damage observed on the returned autopulse platform during the visual inspection. During the archive data review, it showed the occurrences of the autopulse platform shut-off unexpectedly and followed with user advisory 28 - loss of clutch connectivity around the reported event date. The clutch monitoring circuit detected a loss of connectivity on the clutch driving circuit which caused or contributed to the platform to shut off unexpectedly and generate user advisory 28, thus confirming the reported complaint. The autopulse passed the initial functional test without any fault or error. However, during the service investigation, the autopulse platform shut-off repeatedly while performing the run_in test, thus confirming the reported complaint. The root cause of the issue was due to a defective power distribution board. To remedy the fault, the power distribution board was replaced. After service completion, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test battery until discharged without any fault or error. The autopulse platform passed all functional tests. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse platform with sn (B)(4).

Event description:
During patient use, the autopulse platform (serial #(B)(4)) shuts down randomly. The customer performed manual CPR. A fully charged autopulse li-ion battery was used. Patient's status information was requested but the customer did not provide a response.